Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID#: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a lesion with nodular calcium in the proximal right coronary artery (rca). Treatment with the oad was performed, a stent was placed, and a balloon used to post dilate the stent. No imaging was performed between treatments. The balloon pressure was increased to 18 atmospheres, and a weakening of the superior side of the vessel, where the nodule was located, was observed. It was determined it was possibly a contained perforation, and the physician was unsure if any csi device contributed to the contained perforation. Balloon angioplasty was used to minimize vessel trauma. No additional stent was placed, and the patient was stable following the procedure.